Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a significant infold was noticed at 80% deployment on the first attempt. The valve was subsequently recaptured and withdrawn from the patient's body. Afterward, a balloon valvuloplasty was performed with a 25 mm non-medtronic balloon. Then an entirely new valve system was successfully used for implant. Of note, the target implant depth was "3/3" when the infold occurred. No adverse patient effects were reported. Additional information was received that per the physician, the patient's aortic calcium contributed to the valve infold.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a significant infold was noticed at 80% deployment on the first attempt. The valve was subsequently recaptured and withdrawn from the patient's body. Afterward, a balloon valvuloplasty was performed with a 25 mm non-medtronic (true) balloon. Then an entirely new valve system was successfully used for implant. Of note, the target implant depth was "3/3" when the infold occurred. No adverse patient effects were reported.

Manufacturer narrative:
Select healthcare professional cannot be included in the regulatory report due to privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.